Event description:
Event description guidant received information that this implantable pacemaker had a ventricular unipolar impedance greater than 2500 ohms. Bipolar impedance was good. The patient had fallen a few months ago. A holter monitor found the patient's rate was low and there was a loss of capture. A recent transtelephonic monitoring found oversensing. During an invasive procedure, it was found that the pacemaker was having a possible header problem. The pacemaker was replaced without issue and returned for analysis.